Manufacturer narrative:
The product was disposed of by the hospital and is no longer available for return. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2017-01832. 2. 3005168196-2017-01833. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization in the right hypogastric artery using ruby coils and pod packing coils (podjs). During the procedure, the physician successfully deployed and detached initial penumbra coils into the target vessel using a lantern delivery microcatheter (lantern). While attempting to advance a podj and two ruby coils through the same lantern, the physician experienced resistance and was advised to remove and resheath the coils. The physician then made two additional attempts to advance each coil but was unsuccessful. Therefore, the coils were removed and the procedure was successfully completed using a total of fourteen penumbra coils and the same lantern. There was no report of an adverse effect to the patient.